Manufacturer narrative:
Concomitant medical products: product ID: 9734477r, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The issue was confirmed. The computer was repaired and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system could not boot up. When the machine was in navigation interface, it will crash when connected the axiem tools. No patient was present.